Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information received, via medwatch mw5043092, in 2014, when customer got up to remove the catheter, it pulled the skin off his penis. He has undergone several surgeries already, and doctor is now talking about removing a portion of the penis. Customer has already undergone two surgeries and will need a third. Customer stated that he had been using mec's for about 14 years prior to this incident. He mainly used them at night. He mentioned one morning back in (B)(6) 2014 he went to unroll the mec from his penis and all the "skin and meat" was removed with the mec. The doctors have tried to replace the skin from other parts of his body but it hasn't been very successful. He doesn't use mec's right now. When asked if it was a coloplast mec that was the direct cause, he said yes.